Event description:
It was reported to medtronic minimed that the customer's pump retainer ring was falling off. The customer reported no adverse event. The event involved product(s) mmt-1780kpk. Troubleshooting was performed. No harm requiring medical intervention was reported. Mmt-1780kpk was requested and product was returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump was received with a missing retainer and reservoir tube o-ring. The p-cap was unable to be locked into the reservoir compartment due to the missing retainer and reservoir tube o-ring. The following were noted during a physical inspection: missing retainer, broken belt clip rails, cracked select button keypad overlay, stained keypad overlay, damaged serial number label (peeling, faded, stained), scratched case, pillowing keypad overlay, and missing reservoir tube o-ring. Missing retainer and missing reservoir tube o-ring are confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.